Event description:
Complainant alleged that while analyzing a patient's heart rhythm (age & gender unk) the device advised shock for what clinicians believed was a non-shockable rhythm. Complainant indicated that the patient subsequently expired.